Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 23:17:24 on (B)(6) 2024. At 23:34:44, an arrhythmia was detected. ECG shows af @ 90 bpm with pvcs transitioning to vt @ 210 bpm. At 23:36:24, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm. Post shock rhythm was asystole for 10 seconds transitioning to sinus bradycardia @ 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 01:04:02 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.